Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed quality notifications were opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Broken/damaged- (B)(4).

Event description:
(B)(6) 2018 14:44:13 (B)(6) note to tech: please submit an estimate for this unit for customer approval. (B)(6) 2018 05:26:06 (B)(6) 1st time rur 2nd time broken/damaged not a 90 days (B)(6) 2018 05:32:27 (B)(6)seal missing. Est - rcl to mjr front case broken bottom left corner, rear case broken bottom left corner, left iui broken bottom right corner, and right iui corroded. (B)(6)2018 11:03:04 (B)(6) updated from mnr to mjr for the major repair needed per steve wear, service tech. Repair approved by (B)(6) 2018 07:42:57(B)(6)

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed quality notifications were opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.